Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow-up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a ruby coil, a ruby coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician thought that the entire ruby coil was placed in the target location using the handle; however, while removing the microcatheter, the physician noticed that the ruby coil had unintentionally detached within the microcatheter. The physician decided to remove the microcatheter containing the detached ruby coil. While removing, the ruby coil migrated to a branch in the gda. No attempts were made to remove the detached ruby coil. The coil embolization procedure ended at this point. The patient was brought back on (B)(6) 2024 for a radioembolization (y90) procedure.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report:3005168196-2024-00150 1. Section b. Box 5. Describe event or problem 2. Section h. Box 6. Device code 1 & device code 2 evaluation of the returned ruby coil revealed that the embolization coil was detached from its pusher assembly, the pusher assembly was kinked and fractured. The distal fractured segment of the pusher assembly was not returned for evaluation. This damage was incidental to the reported complaint. The root cause of the pusher assembly fracture could not be determined. The root cause of the difficulty experienced while detaching during the procedure could not be determined. The kinks likely occurred during packaging of the device for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a ruby coil, a ruby coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician thought that the entire ruby coil was placed in the target location using the handle; however, while removing the microcatheter, the physician noticed that the ruby coil had detached within the microcatheter. The physician decided to remove the microcatheter containing the detached ruby coil. While removing, the ruby coil migrated to a branch in the gda. No attempts were made to remove the detached ruby coil. The coil embolization procedure ended at this point. The patient was brought back on (B)(6) 2024 for a radioembolization (y90) procedure.